Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. After investigation, philips has concluded that the customer did not report any malfunction of the wireless footswitch. The service case was opened to order a new footswitch as part of the implementation of philips fsca 2021-igt-bst-020. Philips fsca 2021-igt-bst-020 was implemented on the system during installation, before the system was handed over to the customer for clinical use. The wireless footswitch was replaced on the system, which was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips confirmed that there was no reported issue with the wireless footswitch and that this case was opened as part of the implementation of philips fsca 2021-igt-bst-020. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that system had issue with wireless foot switch, which needed to be replaced. No harm was reported to philips. Philips has started an investigation of this complaint.